Event description:
In 2009, this pt was implanted with gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The gore tag devices were implanted without incident. Upon removal of the 24fr gore introducer sheath with silicone pinch valve, the physician felt resistance. As the physician pulled to remove the sheath, the hub with the silicone pinch valve became separated from the shaft. While removing the remaining portion of the sheath, the iliac artery began to transect. The physician discontinued removal of the sheath at this point. The physician made a retroperitoneal incision to repair the transection with an ilio-femoral bypass. It was noted that the dilator had been placed in the sheath for removal which kept the pt's feeding to a minimum as the remaining part of the sheath was left in place until the ilio-femoral bypass was completed. The pt tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. An eval of the returned device is being conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. .